Manufacturer narrative:
A2 date of birth correction: (B)(6) 1983 (previously ni). H4: the lot was manufactured from june 21, 2019 - june 25, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused medication to the patient. After therapy was completed, it was observed that the device did not deliver the full volume of medication to the patient during therapy. The device was filled with flucloxacillin 8000mg in 230ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.